Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shocks delivered during ventricle fibrillation (vf) episode did not stop the vf. Reprogramming was performed. Patient condition was reported to be good.